Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported hypotension and pericardial effusion could not be determined. The reported patient effects of hypotension and pericardial effusion are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported surgical intervention, delay to therapy, hospitalization and unexpected medical intervention were a result of case-specific circumstances there is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report pericardial effusion, surgical intervention, medical intervention, delay and prolonged hospitalization it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient presented with a small pericardial effusion (pe). It was noted that transseptal puncture was performed with difficulty due to imaging and positioning. The clip delivery system (cds) was advanced to the mitral valve, and the clip was positioned without issue. However, upon clip deployment, it was observed that the blood pressure was dropping. The blood pressure was taking awhile to increase, and it was then noticed that the pe had worsened causing a delay. The clip was deployed, and the patient remained hospitalized to undergo surgery. The pe was treated through a pericardial window and pericardiocentesis. The physician stated that the issues with the transseptal puncture most likely caused the pe to worsen, but this could not be confirmed. The patient is stable. One clip was implanted, reducing mr to 1. No additional information was provided.